Event description:
It was reported to philips that the system was unable to fully boot up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned electro-physiology treatment was being performed when the issue occurred and was completed by using another system. Customer reported to philips that the system was unable to boot up fully. The review of system log files showed malfunction with the x ray pc. Upon troubleshooting, the philips field service engineer (fse) indicated that the system might be froze because customer tried transferring a lot of cases at one time. To resolve the issue, the fse rebooted the system, after a few minutes the system started normally. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.